Event description:
A zoll pt service rep (psr) called zoll customer to support to report that, while fitting a (B)(6) male pt, the pt's monitor would not power up. The pt was fitted with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was showing service codes 204, 201, and 107 when connected to an electrode belt and would reboot. When the electrode belt was disconnected, the monitor powered up normally. Further eval revealed that y402 was not seated correctly. Y402 is an smd crystal oscillator that is necessary for monitor-electrode belt communication. The root cause for the improper seating of y402 could not be positively identified. The failure rate of y402 is well below the predicted rate of failure. No adverse event resulted from the defective y402 oscillator. The pt received a replacement monitor.